Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, product type extension. (B)(4).

Event description:
It was reported that both extensions were not able to be inserted into the bottom port of the device. The device was reportedly replaced and the situation resolved.

Event description:
Additional information stated the lead would not go into the implantable neurostimulator (ins) and line up properly. It was reported there was not normal battery depletion and the ins was explanted. It was stated there was no patient injury and the patient recovered without sequelae.

Event description:
It was reported an impedance check was performed and on the bottom port 3 out of 4 electrodes were ¿bad.¿

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that there was an obstruction of medical adhesive in the connector port. A known good lead was inserted into the bottom port and stopped midway between the #14 connector. There was medical adhesive between the #14 and #15 connector.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.